Event description:
The following information was provided: it was reported that the patient's left hip was revised due to malposition of the shell and metallosis. A head and liner exchange was performed. Rep confirmed that there were no allegations against the revised head, and that the shell was retained.